Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the front panel switch did not work due to faulty front panel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc re-evaluated the reported phenomenon and found that the reported phenomenon was that nbi button didn't work due to defective front panel unit. As a result of evaluation, omsc concluded that the reported event was not reportable event.